Event description:
Smiths medical int'l ltd., has been notified of an event of after the tracheostomy tube was in place for five days there was cuff leakage. A ventilator leak alarm beeped. The tracheostomy tube was pretested per the instructions for use. The tube was replaced and no adverse effect to pt. Event occurred at hosp.